Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported the customer had a failed battery test. The customer was assisted with clearing the alarm. Troubleshooting instructed the customer to change their battery. The failed battery test alarm appeared again. The customer was asked to return their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).